Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have exhausted therapy, having delivered 141 anti-tachycardia pacing (atp) and 23 shocks. The boston scientific local area sales representative only saw two treated episodes. The rest rolled out with the non-sustained episode storage. The patient was noted to be in 100 percent atrial fibrillation. There were no adverse patient effects, but the local area sales representative stated that he could not confirm nor deny the possibility of therapy exhaustion. Given the sheer volume of atp and shock, there may have been.

Manufacturer narrative:
The following physician adjusted the device programming. To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.